Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: painful left bundle branch syndrome treated successfully with permanent his bundle pacing heart rhythm case reports. 2018; 4:439¿443 10.1016/j.hrcr.2018.08.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing/sensing lead. The author described when the lead was screwed into the myocardium testing showed painless non-selective his bundle capture. When the output was decreased it resulted in loss of his capture, exclusive right ventricular capture and immediate onset of pain. Further, a painless right bundle branch block (rbbb) developed and persisted throughout the implant procedure. Post-operative lead testing remained unchanged with persistent and painless rbbb and there was inability to induce left bundle branch block (lbbb) at any atrial pacing rate. Re-programming was performed to encourage conduction with rbbb. One week later the patient¿s symptoms returned, and it was noted the rbbb had resolved and lbbb was once again present and ventricular capture above a certain voltage now resulted in painless selective his bundle pacing. Re-programming was performed, and the patient was found to be pain free during follow up. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.